Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of system revision due to infection. Additional information indicated that few months ago, the distal electrode site became infected and was debrided. The electrode was repositioned at that time. The distal electrode site became infected again and the patient was hospitalized. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The implantable lead was explanted.